Event description:
It was reported that this right atrial (ra) lead intrinsic amplitude was out of range. Technical services (ts) reviewed the presenting electrogram (egm) that showed an atrial tachy response (atr) episode due to undersensing of atrial fibrillation (af) with no evidence of noise. The most recent in clinic office interrogation showed there was a lead impedance decrease from 550 ohms to 420 ohms that has remained stable and within range. The ra lead configuration appears to have been changed to unipolar/bipolar. At this time, the ra lead remains in-service. No adverse patient effects were reported.